Event description:
The patient underwent convective radiofrequency water vapor thermal therapy procedure. The patient was given IV sedation, pain medication, and general anesthesia. During procedure, a total of 12 treatments were delivered. There were no device observations or adverse events during the procedure. The subject was discharged with an indwelling catheter and removed seven days post procedure. The same day of catheter removal, the patient was reported to be experiencing worsening urgency, worsening nocturia, gross hematuria and weak stream. The symptom of gross hematuria resolved 27 days post onset symptom and the symptom of weak stream resolved 9 months and 24 days post onset symptom. The symptoms of worsening urgency and nocturia resolved without treatment 180 days post onset symptoms. The symptoms were assessed by the facility investigator as possible procedure related and unlikely related to the device.

Manufacturer narrative:
B5 event description: updated to provide resolution of worsening urgency and nocturia. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient underwent convective radiofrequency water vapor thermal therapy procedure. The patient was given IV sedation, pain medication, and general anesthesia. During procedure, a total of 12 treatments were delivered. There were no device observations or adverse events during the procedure. The subject was discharged with an indwelling catheter and removed seven days post procedure. The same day of catheter removal, the patient was reported to be experiencing worsening urgency symptom. The patient symptom was reported to be ongoing and no action was taken to treat the patient. The investigator assessment of the patient symptom of worsening urgency was assessed as probable related to the procedure and unlikely related to the device.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient underwent convective radiofrequency water vapor thermal therapy procedure. The patient was given IV sedation, pain medication, and general anesthesia. During procedure, a total of 12 treatments were delivered. There were no device observations or adverse events during the procedure. The subject was discharged with an indwelling catheter and removed seven days post procedure. The same day of catheter removal, the patient was reported to be experiencing worsening urgency,worsening nocturia, gross hematuria and weak stream. The symptoms of worsening urgency and worsening nocturia are still ongoing and no treatment has been administered. The symptom of gross hematuria resolved 27 days post onset symptom and the symptom of weak stream resolved 9 months and 24 days post onset symptom. The symptoms were assessed by the facility investigator as possible procedure related and unlikely related to the device.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient underwent convective radiofrequency water vapor thermal therapy procedure. The patient was given IV sedation, pain medication, and general anesthesia. During procedure, a total of 12 treatments were delivered. There were no device observations or adverse events during the procedure. The subject was discharged with an indwelling catheter and removed seven days post procedure. The same day of catheter removal, the patient was reported to be experiencing worsening urgency,worsening nocturia, gross hematuria and weak stream. The symptoms of worsening urgency, weak stream and worsening nocturia are still ongoing and no treatment has been administered. The symptom of gross hematuria resolved 27 says post onset symptom. The symptoms were assessed by the facility investigator as possible procedure related and unlikely related to the device.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient underwent convective radiofrequency water vapor thermal therapy procedure. The patient was given IV sedation, pain medication, and general anesthesia. During procedure, a total of 12 treatments were delivered. There were no device observations or adverse events during the procedure. The subject was discharged with an indwelling catheter and removed seven days post procedure. The same day of catheter removal, the patient was reported to be experiencing worsening urgency symptom. The patient symptom was reported to be ongoing and no action was taken to treat the patient. The investigator assessment of the patient symptom of worsening urgency was assessed as probable related to the procedure and unlikely related to the device.